Event description:
Account obtained a result of >2.0 ng/ml for a patient troponin t. Two subsequent draws from the same patient both gave results of <0.01 ng/ml when tested on another analyzer. When the original sample was repeated on the original instrument, the result was >2.0 ng/ml, but when repeated twice on another instrument, the results were <0.01 ng/ml both times. No adverse events were reported in association with the incorrect results. The account determined the issue was sample specific but could not obtain another sample from the same patient to investigate.